Manufacturer narrative:
Additional information was provided that there was no patient present at the time of the event.

Manufacturer narrative:
Evaluation results: one cadd-solis hpca was returned for investigation in used condition. The tamper seal was missing and lens were damaged. In addition the dso seal was loose, the battery compartment had some debris and was deformed around the door latch. An accuracy test was performed. The reported customer product problem could not be replicated. No fault was found/ a root cause could not be established.

Event description:
It was reported that the pump was over delivering; there was >6% accuracy error. No patient injury or complications were reported in relation to this event.